Event description:
Unomedical reference number (B)(4). Event occurred in(B)(6) on (B)(6)2024, it was reported that ten infusion set was fell off during use. No further information available

Manufacturer narrative:
Initial and final MDR 1903533 - MDR 3003442380 - 2024 - 11812 - device 8 of 10